Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified that 10 patients who underwent lateral interbody procedures were reported to have experienced perioperative complications where five patients required revision procedures and 1 experienced ureteral injury. It is unknown if nuvasive's products were used on patients who experienced the alleged events as multiple manufactures were referenced in the article.